Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided. Based on the data file investigation, there is no indication of a device malfunction in the reviewed data. It is recommended that the ECG cables and their connections to the device be evaluated as a potential source of the reported issue. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was intermittent. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.